Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8 atm upon first inflation for 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8 atm upon first inflation for 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a balloon pinhole in the mid-section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device.